Event description:
A malfunction was reported on the pump, which resulted in the customer's blood glucose level exceeding a safe threshold, though the specific value was not known and only displayed as "high." The customer managed the high blood glucose level by administering a correction injection using multiple daily injections (mdi). Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if any further malfunction codes appeared.